Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that during a routine checkup, the rep found that contact 10 and 11 had avoid impedances. Both impedances were measured at 1010. The patient does not have any signs or symptoms. The patient is not having any issues with their stimulation. The patient also denies falls or trauma, but did note that she has been getting massages. Nothing was changed with the patient's programming since she does not currently use those contacts. The patient also reported good pain relief with her ins. No further complications were reported. No patient symptoms were reported.